Event description:
The customer reported via phone all indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 519 mg/dl. The customer was admitted to the hospital. Customer was released after treated with IV drip and anti-nausea drugs and morphine. The customer stopped troubleshooting and would like to get new insulin pump because she has done troubleshooting with healthcare provider. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No delivery anomaly was noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.